Event description:
This system was returned with a mdrf from biotronik representative (B) (4). Per (B) (4), the device experienced multiple charges and wsa at eri indication. The device was replaced with a lumax 340 hf-t, (B) (4).